Event description:
The manufacturer service technician reported that the device was overheating during testing. There were no adverse consequences related to this event.

Manufacturer narrative:
Correction: this submission was a duplicate of another submission, 0001811755-2020-00533.

Event description:
The manufacturer service technician reported that the device was overheating during testing. There were no adverse consequences related to this event.